Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned without an alleged deficiency. During routine service and repair it was discovered that the device was frozen. It was determined that the cause of the failure was due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear-out. The assignable root cause was determined to be due to components are worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the jacobs chuck device was frozen. It was further reported that the device would not open or close. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.